Event description:
A (B)(6) old male pt contacted zoll customer support to report that his charger was not recognizing battery pack sn (B)(4). The pt's other battery pack was charging without issue. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (not recognized by charger) has been confirmed. As received, the battery would not charge when put into charger and would not power on a monitor. Upon investigation, contamination was found inside the battery pack. The cause of the inability to be recognized by the charger is internal contamination. The cause of the contamination is liquid ingress. The root source of the liquid ingress cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.